Event description:
The reporter states that the customer obtained the following comparison results on the accu-chek advantage system: 145mg/dl and 75mg/dl, 157mg/dl and 75mg/dl, 75mg/dl and 217mg/dl. All aforementioned tests were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.